Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device service required prompt

Event description:
There was no patient involved. Device service required prompt.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Corrosion observed on multiple critical circuits on the pcba had resulted in the reported fault. Information from the history log shows the device performed to specification up to the 23rd july 2017. Therefore, it is concluded that the corrosion had an adverse effect on the device after this date. The corrosion observed on multiple components on the pcba and the evidence moisture ingress throughout would indicate the device has been stored adversely. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.